Event description:
It was stated that the customer was hospitalized for low blood glucose levels. The doctor did not have the insulin pump with him at the time of the call. No troubleshooting was done. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.